Event description:
Affiliate reported that the device was implanted in 2009, and approx four months later, it was found that the pt's ventricles had become too large. Twenty four days later, the doctor tried to lower the pressure and was unsuccessful. The device was explanted three days later.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. Review of the device history record confirmed the valve met specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.